Event description:
The complainant alleged that the clinician attached the multi-function electrodes to pt who had arrested. However, when they attempted to monitor the pt's ECG rhythm the device failed to display the ECG signal, but instead displayed dashed lines. The clinician then attempted to see if the rhythm was available on the recorder strip, but when the clinician pressed the device's recorder button, the device started to display the pt's ECG. The clinician then defibrillated the pt twice at 360 joules. However, the clinician suspects that the device did not deliver the full amount of energy selected, for the pt had only reacted with slight twitch. The pt subsequently expired. Subsequent to the event, the facility's biomedical dept evaluated the device and observed that the device displayed dash lines and a "paddle fault" message when the device was lifted by its handle or the handle was twisted.